Event description:
It was reported that the ventilator was not ventilating properly. The ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was not ventilating properly. The ventilator generated alarms for high airway pressure. The evaluation of the provided logs confirms the high pressure alarms. Our field service engineer investigated the ventilator on site. Functional tests and a pre-use check was carried, the tests passed and the ventilator was in normal working condition. No parts were replaced for investigation, therefore the root cause for the reported problem could not be determined. Based on the information above this complaint will be closed.

Event description:
Manufacturers ref: #(B)(4).